Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in belgium. According to follow up with the customer, IFU are not fully respected since 3t aerosol collection set is never replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report of a 3t heater-cooler is infected by pseudomonas spp. Bacterium. There was no patient involvement.

Manufacturer narrative:
The missing replacement of the 3t aerosol collection set may have caused/contributed to the reported contamination since it is a contamination source, thus the root cause of the reported event can be traced back to a failure to follow device instructions for use.

Event description:
See initial report.